Event description:
The ge oec 9800 fluoroscopy system had poor image quality. This system is not utilized on humans, it is used in a cadaver research lab. No harm contact to human patients.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective video controller pcb that was removed and replaced. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue. No humans are imaged by this system. Cadaver use only.